Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a bleeding varices using pod packing coils (podjs). During the procedure, the physician successfully deployed and detached several ruby coils into the patient using a lantern delivery microcatheter (lantern). While attempting to deploy a new podj in the patient, the physician advanced the coil out of the lantern and noted that it did not feel smooth as he was advancing and retracting the coil to get it into position. The physician then adjusted the tip of the lantern and made another attempt to deploy the podj but stated that it was still not smooth. Therefore, the podj was removed and it was observed that about two centimeters of the stretch resistant wire was exposed between the distal tip of the pusher assembly and the coil implant. Thereafter, the procedure was completed using the same lantern, a new podj and additional ruby coils. There was no report of an adverse effect to the patient.